Event description:
On (B)(6)2024, the customer alleged to medela llc via email that her pump in style breast pump was not emptying her as it should and that she was getting mastitis.

Manufacturer narrative:
Customer service responded to the customer via email suggesting that the customer call into customer service to troubleshoot the pump. In follow up with a complaint handler on (B)(6) 2024, the customer stated that she developed mastitis in mid-(B)(6) and was treated with antibiotics. The customer also stated that she had not had time to call in yet. The complaint handler again advised the customer to call in. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.